Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a notification stating "pump cannot detect cartridge has been removed", and is unable to complete the load process. During troubleshooting with tandem technical support, customer performed the load process again and was able to successfully load the cartridge. There was no impact to customer's blood glucose level.